Event description:
It was reported the spindle cap separated from the superion indirect decompression spacer during an implant procedure. The physician assessed the presence of bone causing resistance. All pieces were successfully removed from the patient, and the procedure was completed with another of the same device.